Event description:
It was reported that the pt experienced no stimulation sensation when using electrodes 4 -7. Impedance readings were greater than 10,000 ohms. There was no known related incident or accident reported. The impedance measurements during implantation of the pt's neurostimulator, were not known. The MFR rep was to attempt to program the device using electrodes 0 - 3. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).